Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with injection gentamycin (intraperitoneally, for 5 days, dose and frequency not reported) and cipro (orally, dose, duration and frequency not reported) for peritonitis. The patient had recovered from the peritonitis event and subsequently died due to unrelated events. The pd therapy was ongoing during the peritonitis event. Additional information was requested but was not available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).